Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies to address the occlusion alarm and resumed insulin. Customer also reported a possible temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer¿s blood glucose level was 232 mg/dl.